Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o ring and a missing retainer. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o ring. The pump passed the self test. No unexpected pump error alarm in the formatted history noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.